Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose event associated with alleged under-delivery and sensor signal issues due to loss of communication which resulted in hospitalization. The event involved product(s) mmt-1884, mmt-342, mmt-432ag, 78893-01. The customer has type 1 diabetes and reported high blood glucose with a value of 545 mg/dl upon hospital admission. The customer was admitted to hospital for less than 24 hours and was treated with IV insulin drip. The customer reported symptoms of increased thirst and tested for ketones, though results were unknown. Troubleshooting was performed and the customer reported the insulin pump and auto mode/smartguard were in use within 48 hours prior to hospitalization and that a notification to change the infusion set and reservoir was received prior to admission. The customer attributed the event to pump under-delivery. No further customer complications were reported. Mmt-1884, mmt-342, mmt-432ag, 78893-01 were not expected to return.